Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed anda supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect a downstream occlusion during an infusion. The pump was programmed to delvier normal saline at a rate of 2ml/hr. Any pt injury is unk.